Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 0.3ml 31ga 6mm wholeunit 10bag hub separated from the device. The following information was provided by the initial reporter: "it was reported that the needle shield was difficult to remove and when removed the needle hub separated and remained inside the shield. Verbatim: consumer stated that the needle hub separated and stayed inside of the shield. Also stated that the needle shield was difficult to remove."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/29/2020. H.6. Investigation: customer returned (9) 3/10cc, 6mm, 31g syringes in an open poly bag from lot # 9343312. Customer states that the needle shield was difficult to remove and when removed the needle hub separated and remained inside the shield. All returned syringes were examined and all exhibited the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch # 9343312 all inspections were performed per the applicable operations qc specifications. There were two (2) notifications [200868374, 200868516] noted that did not pertain to the complaint. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. CAPA#1630423 was initiated.

Event description:
It was reported that syringe 0.3ml 31ga 6mm wholeunit 10bag hub separated from the device. The following information was provided by the initial reporter: "it was reported that the needle shield was difficult to remove and when removed the needle hub separated and remained inside the shield. Verbatim: consumer stated that the needle hub separated and stayed inside of the shield. Also stated that the needle shield was difficult to remove.".